Event description:
It was reported that 3 months after implant, the atrial lead had no capture due to dislodgement. It was also reported that the physician was unable to re-screw that lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found that the helix/lobe was distorted/bent. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was tissue on the helix and visual analysis noted apparent explant damage.